Event description:
It was reported there was a connection issue between the patient connector of a minicap transfer set and the titanium adapter. This was observed use of the device for peritoneal dialysis therapy. The transfer set was replaced; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation with ca ap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity seal surface testing was performed between the patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.